Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the liner from the gleosphere. The surgeon revised the liner. Surgeon needed to upsize the liner (0 to 3mm) to make the shoulder more stable and deter future dislocation. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 july 2025: lot 2408547: (B)(4) items manufactured and released on 13-june-2024. Expiration date: 2029-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved in the event, batch review performed on 29 july 2025: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2421930: (B)(4) items manufactured and released on 02-dec-2024. Expiration date: 2029-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.